Event description:
Pt underwent revascularization surgery in 2000 when a sudden appearance of air in the aortic cannula was noted. Original complaint submitted to terumo (tcvs), 11/2000, states the heart-lung machine air detector did not work and the level sensors did not alarm. Field service dept of tcvs was called to the user facility on 11/2000 to verify function of the equipment. The heart-lung machine in question was checked and found to be fully operational and functioning properly. Field service report 300-19791, 11/2000. The institution did not advise tcvs of any injury or death at that time. On 11/2001 tcvs first became aware of the injury/death associated with the case.